Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation, the pump was found to be infusing outside of the volumetric range that mmdg considers not reportable. The pump was serviced by a technician outside of mmdg. The pump was found to have it's infusion factor changed incorrectly. This caused the pump to under infuse. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump was failing 40 psi testing in their facility. When the pump was returned to mmdg for investigation, it was able to pass 40 psi testing, however, it was observed under infusing at a rate that mmdg considers reportable. (B)(4).